Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that (B)(6) 2018, a signal loss was reported. The patient stated they experienced signal loss on the dexcom system and during that time, had a hypoglycemic event. Event detail were not provided. Additional patient information is not available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.